Manufacturer narrative:
The returned device was evaluated and no bends nor kinks were observed to the soft cannula. No damages were observed that would cause a failure to adhere. The cause of this event could not be determined. The data presented an 0x6a alarm. The cause of this alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 420 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (abdomen). In addition once the pod was removed from the infusion site it was discovered that the pods cannula was bent as well as the adhesive failed to adhere. As treatment, the patient administered insulin via pen injection. After treatment, the patients reported blood glucose level was 150 mg/dl.